Event description:
It was reported by the rep that the (2) tsw35 were used during a laparoscopic appendectomy procedure. It was reported that the first stapler fell out of the sterile field and was not used on any pt. Later, the stapler was fired and would not fire at all. Handles locked out. The second stapler would not fire - being sent back. The physician grabbed a third stapler and it worked fine. There was no pt consequence.